Manufacturer narrative:
(B)(4). As the actual sample was not available, a root cause could not be identified. The supplier reviewed the device history file of the involved lot and could not find anything of anomalous that could explain the reported condition.

Event description:
This is a case report received by baxter (B)(4) on (B)(4) 2010 from (B)(6) hospital indicating on (B)(6) 2010, an aqualine set reportedly broke at the connection point during use on a fourteen year old patient. During changing of the bags, the connection point broke on the bag at the tip insertion. No patient injury/harm was reported. Another connector had to be used. The sample is available. This is the second of 2 events from the same facility involving the same product. Non baxter solutions were confirmed and in use at the time of the event; multibic with no additions.

Manufacturer narrative:
(B)(4). Samples are available for return for evaluation. Should the samples be received and evaluated, a follow up report will be submitted. This international product is distributed outside the u.s. And does not have a 510k number, but it is being reported as it is the same or similar to a product distributed within the u.s.